Manufacturer narrative:
Other, other text: additional information provided in b3. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. No tamper seals were broken and the device was received in good condition. No evidence of the reported problem was found during error history log review. A cassette was attached to the device and ran with no issues. Fm-dp-20085-08 performed. Pump ran 2min 38 sec, pump alarmed 2min 30 sec. Stop watch e6721, test passed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "no disposable" pump won't run alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.